Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion at l5-s1. It was reported that the vascular surgeon was called back into the o.r. For more exposure at l5. During the repositioning of the omni retractor system, a hole was torn in the vena cava. As a result, blood flow could not be controlled and the patient expired due to a loss of blood.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.